Event description:
Reportedly, patients stickers were found misprinted. The first line is blurred as if the paper slightly shifted during the printing.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, patients stickers were found misprinted. The first line is blurred as if the paper slightly shifted during the printing.

Event description:
Reportedly, patients stickers were found misprinted. The first line is blurred as if the paper slightly shifted during the printing.